Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was fractured. The lead also exhibited pacing impedance high out of range. Additional information from the sales representative indicates this lead exhibited a lead conductor fracture, confirmed by x-ray. It is suspected that the fracture may have occurred due to patient having several falls over time. Subsequently, this lead was surgically abandoned and replaced for a new lead. No additional adverse patient effects. The complaint device was not returned by the customer; therefore, no product analysis could be performed.